Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include damage to the video connecter because the user applied excessive force to the lock lever and the video connector.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility informed olympus that the cable¿s pin broke off and is stuck inside of the picture in picture terminal on the front of the device. The customer decided to purchase the part and replace it on site. No further troubleshooting was performed by olympus. There was no patient involvement. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the connector in front of the video system center was damaged. No injuries were reported. No additional information was obtained.